Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's device was not working correctly and they were in the hospital. The patient asked to speak to a manufacturer representative (rep). The patient later reported on (B)(6) 2016 their sacral nerve stimulator had gotten turned off by the tsa at the airport, and they were "not getting a reading on the paddles". The patient was to follow up with the hospital staff in order to have a rep check their device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.